Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There has been no other similar complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during multiple cataract surgeries with intraocular lens (iol) implantations, more than 10 cartridges of the same lot number used on the same day, had issues with the plunger being hard to push inside the cartridges. Some cartridges were partially shaved by the plunger. There was white thread-like objects confirmed in at least 2 eyes. The surgeries were completed. There were no harm to all of the patients. There are two medical device reports associated with the multiple events reported by this reporter. This report is for the more than 10 cartridges of the same lot number used on the same day, had issues with the plunger being hard to push inside the cartridges. Some cartridges were partially shaved by the plunger. With no information regarding patient contact.

Manufacturer narrative:
Additional information was provided in b.5., d.10., d.11., e.1., h.3., h.6. And h.10. Product evaluation: the complaint cartridge sample was not returned. Eighty unopened samples for this lot# were returned. One sample was pulled randomly from each returned carton and numbered 1-8 for evaluation purposes. The cartridges were visually examined with no abnormalities observed. Functional and dye stain testing was conducted with acceptable results. No lens or cartridge damage was observed. No foreign material was observed on the lenses post-delivery. No resistance was felt during advancement. Specific lens information was provided for this file. The diopter of the indicated associated iol was not provided. Without the diopter information it cannot be determined if the lens was in the qualified diopter range. The viscoelastic indicated is not qualified for use with this cartridge. The root cause for the reported complaint could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided that 20 cartridges of the same lot number used on the same day, had issues with the plunger being hard to push inside the cartridges and shaved the cartridges. There was white thread-like objects confirmed in at least 8 eyes of 8 identified patients which required removal of the white thread like objects during the procedure. There was no harm to all of the patients. There are 9 medical device reports associated with multiple events reported by this reporter. This report is for 12 of the 20 cartridges of the same lot number used on the same day, had issues with the plunger being hard to push inside the cartridges and shaved the cartridges with no indication of white thread-like material in eyes.